Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivered pulse below lower limit during testing) was confirmed. During pulse testing the monitor delivered a low-energy pulse and then reset. The cause for the reset was isolated to the defibrillator pca. Additionally, the q2 mosfet on the computer/analog pca was shorted. The root cause for the reset and shorted q2 mosfet was unable to be identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor delivered a low energy pulse during pulse testing.